Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch verio2 meter was showing the ¿apply sample¿ message when the patient was attempting to test. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged product issue started on (B)(6) 2016 at an unspecified time. The patient manages their diabetes with insulin pump therapy and stated that as a result of the alleged product issue they had increased their normal dosage of humalog insulin by 2 units at 11:05am on (B)(6) 2016. No symptoms were experienced by the patient and no further medical treatment was required as a result of the alleged product issue. The patient stated that they were able to test their blood glucose on another device at this time and obtained a blood glucose reading of ¿256mg/dl¿ on this device. At the time of troubleshooting, the cca asked the patient to walk through their testing steps and found that they were correct. When walking the patient through a re-test, the cca noted that the test strip completely draws in the sample, but the issue remained unresolved. The products were requested for evaluation and replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.